Manufacturer narrative:
Mindray service rep replaced the units spo2 assembly.

Event description:
Customer reported a passport 2 monitor would not read spo2 data, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.